Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: detailed inquiry description hard visible crystallization in tubing. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample without packaging was provided by the facility for evaluation. The sample was visually evaluated, and it was noted the spike was cut off the set. There was loose particulate from the cut tube. Being the sample was used and the spike was taken off by the user it is unknown how or where this defect happened. Based on the evaluation the defect is not confirmed to be a manufacturing defect. Although it was observed the spike was removed from the set the crystalized particulate was not observed, a probable root cause could be from tylenol med in the tubing used in the tubing mentioned in the event description. An exact root cause cannot be determined at this time. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.